Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the ipg and leads had stopped working and had failed. The patient will undergo a procedure where the ipg and the leads will be replaced.

Manufacturer narrative:
Additional information was received that there was no suspected device malfunction with the old ipg.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the ipg and leads had stopped working and had failed. The patient will undergo a procedure where the ipg and the leads will be replaced.

Manufacturer narrative:
Correction to f/u 1 MDR. Should have stated: additional information was received that the physician did not suspect malfunction of the leads. Additional information was received that the patient underwent a revision procedure wherein the patient underwent an ipg and lead replacement procedure. The ipg was not holding a charge and the physician chose to upgrade the patient¿s system due to patient request and physician preference. The physician did not suspect device malfunction. The explanted devices were discarded by the facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the ipg and leads had stopped working and had failed. The patient will undergo a procedure where the ipg and the leads will be replaced.